Event description:
The hospital reported that the hs iii proximal seal system 3.8mm was tight. Hosp provided possible lot#s 25096340, 25098272, 25099215.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for us possible product lot numbers 25096340, 25098272 and 25099215. There was no nonconformance recorded in the lot history. (B)(4).